Event description:
The customer reported experiencing high blood glucose of 526mg/dl. The caller stated that the reservoir was removed from the insulin pump, and the insulin was all over the floor. The customer also mentioned that the reservoir has air bubbles and she could not get the bubbles out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.